Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event was caused by failure of the circuit (cr) board. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the high flow insufflation unit experienced a screen blackout. The issue was found during maintenance, the intended procedure was completed with a similar device, and without delay. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed, the device evaluation found that the screen blacked out with humming after pressing the "air supply" button due to a defective circuit board - the device had failure of the pressure sensor/pressure sensor circuit. The investigation is ongoing, a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.